Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and bent cannula event. The blood glucose level was over 400 mg/dl at the time of event and the patient got treated with intravenous (IV) fluids of saline and insulin. Patient was found positive for moderate ketones level. Patient was released from the hospital on (B)(6) 2024. The duration of hospitalization was 24 hours. No further information was available.